Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported multiple events of pumps shutting down in various units of the hospital and some devices had corrosion on the iui connectors and communication errors. There is no specific event details provided by the customer. There is no report of patient harm.